Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "error, does not pass the automatic tests". There was no reported patient involvement.